Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached after 4-days of wear, ¿due to the heat¿. He further reported that on (B)(6) 2019 he was ¿sweating¿ and then lost consciousness. A non-healthcare provider administered a glucagon injection at his home. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor detached after 4-days of wear, ¿due to the heat¿. He further reported that on (B)(6)2019 he was ¿sweating¿ and then lost consciousness. A non-healthcare provider administered a glucagon injection at his home. No additional treatment was reported. There was no report of death or permanent injury associated with this event.